Manufacturer narrative:
(B)(4).

Event description:
It was reported the trial patient received stimulation in the wrong location. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was repositioned back to its original placement. Effective stimulation was achieved postoperatively. This issue is resolved.